Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain for some time") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of foreign body in uterus, any part and pelvic pain on (B)(6) 2022 and retroverted and incarcerated gravid uterus, postpartum. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2362 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (bilateral salpingectomy, hysterectomy, cornual wedge resection). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report: pathologic diagnosis: fallopian tube, right, salpingectomy. Fallopian tube and fimbria, no significant histologic abnormality. Fallopian tube, left, salpingectomy: fallopian tube and fimbria, no significant histologic abnormality. Clinical history: pelvic pain. Specimen(s) received: right fallopian tube essure device; left fallopian tube essure device. Gross description: right fallopian tube: on sectioning, there is a 2.1 x 0.2 cm metallic coil embedded within the lumen involving the isthmus and a portion of the ampullary region of the fallopian tube. This is consistent with an essure device. Left fallopian tube: on sectioning, there is a 2.4 x 0.2 cm metallic coil embedded within the lumen involving the isthmus and a portion of the ampulla. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical record received. Event medical device removal is replaced with device embedded. Reporter added, medical history added, and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.